Manufacturer narrative:
Health effect - clinical code: e2311.

Event description:
The patient reported that her device was explanted because it never stopped her grand mal seizures and the magnet did not abort her seizures. She also noted that the lead was cracked which observed in the previous generator replacement surgery, but that it was never fixed so a few months after the replacement surgery the device started shorting out; and causing painful stimulation, so the device was turned off. Patient had noted painful stimulation in the neck, jaw, and head. The explanted lead was likely discarded per known hospital policy. No further relevant information has been received to date.

Event description:
Tablet data for the explanted and implanted generator was received and analyzed.

Event description:
Patient experienced sleep apnea and was referred for generator replacement (captured in MFR. Report #1644487-2019-01120). Patient underwent generator replacement surgery. It was noted that after the device was programmed and diagnostics were performed the impedance was ok. The surgeon noted that there was a crack in the lead, but that since the impedance was ok the surgeon did not replace the lead. The explanted generator has not been received by product analysis to date. No known surgical intervention has occurred to date (other than the reported generator replacement surgery). No other relevant information has been received to date.